Event description:
Event description cpi received information that due to inappropriate shocks due to noise from the endotak c lead (0075) this lead was removed from service and replaced with another cpi lead. The physician elected to remove the patient's automatic implantable cardioverter defibrillator (aicd) at this time.